Manufacturer narrative:
Reported event: customer reported that the silver dial came off completely and I noticed that the threads were sheared off. Device evaluation and results: device evaluation was performed and the variable hip end effector event was confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and inspected on 04-05-2016. The (B)(4) were accepted with no reported discrepancies, this includes the returned device. The (B)(4) was dispositioned according to (B)(4). Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 206967, serial number: (B)(4), lot #: 19010415, RMA #: (B)(4). There have been no other events for the referenced serial number or lot number. Conclusions: the exact cause of the event was: the variable hip end effector showed a failed locking mechanism. Specifically the locking mechanism knob was broken, which has made actuating the locking mechanism difficult. There are multiple missing components due to the customer disassembling the locking mechanism in order to release the impactor. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request # (B)(4) has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, the end effector would not disengage from the impactor shaft. It was noted that the back of the handle broke. This did not affect the case and it was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, the end effector would not disengage from the impactor shaft. It was noted that the back of the handle broke. This did not affect the case and it was completed successfully.